Event description:
It was reported that during a non-tortuous, non-calcified, proximal, left anterior descending artery interventional procedure, a balance middleweight (bmw) guide wire was advanced without difficulty. Reportedly, five non-abbott balloons were advanced over the bmw guide wire meeting resistance with the guide wire and would not cross. The bmw guide wire was removed without difficulty and upon removal the bmw guide wire had areas of pealing. The physician felt as though the polymer coating was peeling. A prowater guide wire was used to complete the procedure successfully. Although there was no intervention needed and there was no patient sequela, there was a 30 minute clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Although the reported peeling was unable to be confirmed, there were fibers noted on the guide wire which is what was likely perceived as the guide wire peeling. Based on a visual, dimensional, and functional inspection, and chemical (chem) analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The chem analysis report revealed that there were 3 different types of fibers represented in the fibrous bundle. Although the fibers remain unknown, they share peaks in common with a type of polypropylene and cellulose fibers. Cellulose fibers can be found in cotton ball fibers, kinwipe fibers, and lens cleaners and polypropylene can be found in haircover fibers and face mask fibers, all of which can be found in the catheter lab. There was no damage or fibers noted on the guide wire during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Based on the reviewed information, no product deficiency was identified.